Event description:
It was reported the needle mechanism did not deploy. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the cannula assembly not deployed. The download data showed that the device had completed both priming sequences with an expected number of pulses in each priming sequence. The device was deactivated by the user at the end of the second priming sequence. Inspection of the environmental seal found damage that indicated the formed needle had deployed into the environmental seal. The soft cannula was also observed to be damaged due to the formed needle deploying into the environmental seal. The formed needle deploying into the environmental seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. This incorrect instalment of the pod chassis sub assembly resulted in the cannula assembly failing to deploy as expected.